Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 550 mg/dl and low blood glucose level of 45 mg/dl. The customer treated with low blood glucose with juice and food and high blood glucose with insulin pump. Customer declined to troubleshoot for high readings. Troubleshooting was performed. Assisted customer with carelink upload. The product was not returned for analysis.